Event description:
It was reported the pt had been unable to recharge the ipg. The sjm rep confirmed the ipg will not communicate with external devices and will need to be replaced. The pt was not interested in surgical intervention at the time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.